Event description:
According to the available information, the patient returned to the hospital after 1 month with severe pain. The doctor had to remove both sides of the device due to severe encrustation. The device was replaced.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints on the lot number. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Manufacturer narrative:
On (B)(6) 2025, we received two used samples. At visual examination, we saw that the stents are calcified inside and outside especially for one of the stent at level of distal loop. After receiving this complaint, we searched for other complaint and we didn't find other complaints on the lot number 9245729. Checking the quality databases revealed no anomaly in relation to the describe defect. According the IFU, the following events have been reported although their occurrence greatly depends on patients¿ medical conditions: infection, encrustation, obstruction, rupture, migration, bladder irritation symptoms, pain, hematuria, erosion. Regular monitoring for these adverse events should nevertheless be implemented following placement. Periodic monitoring by ultrasonography, radiography and/or cystoscopy is recommended to evaluate stent efficiency and identify any complications. The stent should be removed if drainage is obstructed by encrustation, if there are any signs of infection in the area around the stent or in the event of migration or rupture. This product defect is considered as a possible event with the use of this kind of device. A rmf evaluation was performed based on criq244, risk identified 11415 (hazardous sitation: jj does not support ureteral healing). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the patient returned to the hospital after 1 month with severe pain. The doctor had to remove both sides of the device due to severe encrustation. The device was replaced.